Event description:
Customer reported using test strips from several different lots with his five different adc blood glucose meters and noted that they worked in only one of them. Customer further reported the display shows a line on top of the screen and then nothing happens. It was further reported this caused the customer "stress." Customer self-presented to a local healthcare facility where he received a blood glucose test (no results reported) and a glucagon injection. Customer declined to continue troubleshooting so no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It is unknown when the medical event occurred. Additionally, the serial numbers of the meters involved were not provided, nor were the additional test strips lot numbers. All pertinent information available to abbott diabetes care has been submitted.